Event description:
New information received noted that the helix of the right ventricular lead had an unspecified helix rotation issue.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture. The lead was not used, and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of the helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.